Manufacturer narrative:
MDR . / initial 1 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that when infusion set was tried to deploy, it was misaligned in the device and unable to deployed, this issue occurred when the infusion set was opening by cracking on 29-apr-2026 which led to high bg and the patient treated it with bolus via pump.